Event description:
It was reported that the pump would not turn on and shows no indication of being charged. Have tried multiple power supplies. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and chipped by the front left bottom corner and the bottom case was missing rubber feet. A review of the event history log (ehl) identified depleted battery. During the functional testing was able to duplicate the reported issue. The interconnect board no longer operated properly as a result of normal wear. The root cause of the issue was due to normal wear as the pump was over 10 years old. Replaced interconnect board. Performed power up and self-process.